Manufacturer narrative:
The reported event of failure to capture was not confirmed. The complete lead was returned for an evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the proper specification. Visual and x-ray inspections of the lead were normal. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott will continue to monitor this issue.

Event description:
Ji 8/30 it was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, it was found out that the left ventricular (lv) lead exhibited loss of capture. The lv lead was replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.